Event description:
Pt reported that their one touch ultra meter kept failing the control solution test three times. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. The test strips were in good condition and the meter was coded correctly. The pt was using the correct control solution. Replacement meter, test strips and control solution were sent to the pt. No further clinical info was provided.